Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported seeing a cable break in half at the distal end of the prograsp forceps instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of cable broke is confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.